Manufacturer narrative:
The device involved in the incident was not returned for evaluation and no photographs were provided. Devices from the same lot were returned for similar events reporting the same issue. Those devices were evaluated with no abnormalities or leaks noted. The end caps returned with those devices were also evaluated and, under magnification, cracks/holes were noted in the septum of the end caps. It was determined the root cause of these issues, including the event in this complaint, are related to the end caps and not the catheter. The end caps provided by medcomp in the insertion kits are one time use, are not meant to be injected through and should be replaced after each treatment. If this was followed, the end caps provided in the kits could not be a contributing factor of the air bubbles in the extensions. The contract manufacturer of the catheter conducted a review of the manufacture records for the lot numbers reported. Their investigation revealed the devices were manufactured and inspected according to specification with no non-conformances or abnormalities. The initial reporter of this event also reported similar issues from april 29, 2021 to july 13, 2021. Most of those devices were also not returned for evaluation as they remained implanted. The reporting facilities in those complaints report the issue was resolved when the end caps were replaced. It was determined at that time the root cause of these issues was related to the end cap and not the catheter. Medcomp advised reporter at that time that the manufacturer of the end caps should be notified of the event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Home visit to do initial dressing change 24 hours post insertion for cvad. Bubbles noted in both lumens of cvad. Client called cci and they informed him the bubbles will be aspirated at his next maintenance/flush. Line removed for suspected obstruction of the distal (blue) lumen. With respect to the blue lumen, attempts to withdraw blood into the syringe were unsuccessful. Approximately 10 cc of omnipaque were injected, which swiftly opacified the catheter. Although some free flow of contrast media occurred, accumulation was observed around the catheter tip, confirming obstruction by a one- way flap/valve mechanism. With respect to the red lumen, blood withdrawal was normal and the catheter flushed freely. Catheter removal and replacement were suggested and completed - sample not retained.